Event description:
It was reported that the I let user experienced recurrent nocturnal hypoglycemia, with a confirmed low of 40 mg/dl and a high of 342 mg/dl, and the device provided urgent low and high alerts. The user had been treating lows with half a cup of orange juice or glucose tablets and was assessed to be overtreating hypoglycemia, which contributed to maladaptation of the ilet, prompting a device reset and user education on best practices for treating lows and post-reset use. Symptoms included hypoglycemia, hyperglycemia, shakiness, sweating, confusion, and difficulty walking. Outcomes included urgent low glucose requiring oral carbohydrate treatment without hospitalization. Investigation included review of device data and user report, troubleshooting guidance, and completion of an ilet reset with education. Investigation of this case revealed that device performance was influenced by user management of hypoglycemia leading to overcorrection and subsequent hyperglycemia, consistent with maladaptation rather than a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error related to overtreatment of hypoglycemia.